Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the pyxis black screen. A field service engineer found that drawer control board in main drawer 4.2 was functional failure. The issue was resolved by replacing module control board and drawer control board. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system shows black screen and completely unresponsive. The customer stated that there was a delay in accessing the medication. There were no adverse events or injuries reported based on this incident.